Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 440 mg/dl which was treated with bolus. Customer had symptoms such as difficult in breathing and going to washroom due to high blood glucose event. Customer stated event occurred while sensor change. Customer declined to troubleshoot for high blood glucose. Auto mode feature was not used during the time of event. The insulin pump will not returned for analysis.